Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation concluded the reported difficulty appears to be due to operational context. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc tenku catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.

Event description:
It was reported that a 3.0x8mm tenku balloon catheter advanced to the mid circumflex (cx) coronary artery, heavily calcified lesion, without reported issue. Upon initial balloon inflation, at 5 atmosphere (atm), the balloon ruptured. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.